Event description:
The patient's mother reported that all keypad buttons have become soft and the patient has had to press them multiple times to activate a desired pump response. She says the issue began in (B)(6) 2011. The patient continued to use the pump. The mother also states that the audio bolus button stopped working in (B)(6) 2011. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad button issue.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons are intermittently responsive. The audio bolus button cover was found to be torn. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.